Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Living with diabetes chapter 13 / page 172-173: warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all times. The kit should include: several new, sealed pods. A vial of rapid-acting u-100 insulin (see "general warnings" on page xii for insulins cleared for use in the omnipod dash¿ system). Syringes or pens for injecting insulin. Blood glucose test strips. Blood glucose meter. Ketone test strips. Lancing device and lancets. Glucose tablets or another fast-acting source of carbohydrate. Alcohol prep swabs. Instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted. A signed letter from your healthcare provider explaining that you need to carry insulin supplies and the omnipod dash¿ system. Phone numbers for your healthcare provider and/or physician in case of an emergency. Glucagon kit and written instructions for giving an injection if you are unconscious. (See "avoid lows, highs, and dka" on page 176). Living with diabetes chapter 13 / page 176: avoid lows, highs, and dka. You can avoid most risks related to using the omnipod dash¿ system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
The patient reported that her pdm (personal diabetes manager) has a lot of lag time on the screen when selecting options. She stated that she had an issue selecting her bolus, she had to press the bolus button about 8-10 times before it would work. She stated that sometimes when hits the number to put in for her bolus, it will add an additional number. When she was trying to add her carbohydrates in, it added numbers itself, and instead of .6 units the pdm gave her 6 units. She was unaware and when she realized, she tried to cancel it but the screen was not allowing her to cancel the bolus. She had to call 911 and get a dextrose IV all night because she received too much insulin. Patient did not provide any bg (blood glucose) values. She was taken by ambulance to the hospital but was not admitted. In the ambulance, they gave her a few tubes of gel of sugar, and hooked her up to the IV to receive dextrose. They rode it out until the insulin was no longer active which took a couple of hours. The patient stated while in the hospital they were also given a poc glucose test. In the hospital, they suspended her insulin for roughly 3.5 hours.